Manufacturer narrative:
Initial reporter city: (B)(6). Initial reporter phone no. Is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred at the connection between the titanium adapter and the transfer set. This occurred at the patient's home after use of the devices for peritoneal dialysis therapy. The titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.